Manufacturer narrative:
Note: lithium heparin (liheparin) samples are not validated for use on triage devices. Liheparin samples may or may not interfere with device results. One of two returned samples was in a heparin tube and could only be tested on access. Product support tested the returned edta pt sample against triage cardiac w48663 and a reference method (access2) and the returned heparin pt sample against a reference method (access2) and observed the following tni results: edta pt sample 1: tni on triage was 0.07 ng/ml and 0.27 ng/ml on access without hama treatment and 0.27 ng/ml with hama treatment. Heparin pt sample 2: tni on access2 was 0.29 ng/ml without hama treatment and 0.26 ng/ml with hama treatment. Inhouse positive control (cal h) had 1 of 6 repetitions outside the 2 standard deviation low. The 92% recovery is within the mfg 2 standard deviation range. One error code was observed (e:257, baseline failed, spot 5 failed). Inhouse negative control (cal z) had no error codes or false positive results. Product support testing is based on the package insert cutoff of 0.40 ng/ml. Access2 has a clinical cutoff of 0.40 ng/ml as well. Triage is not correlated to the access2, but both triage and access2 results were below the clinical cutoff of 0.40 ng/ml. Unable to rule out other sample specific interferences. Customer had no issues with controls on this device lot.

Event description:
Customer alleges false negative troponin (tni) using triage meter (<0.05) vs beckman coulter immunoassay system (bcis) elevated tni (on access, tni never rose to an mi cutoff which is 0.5). Account executive stated that the ed saw EKG shift, but the bcis tni peaked at 0.28.